Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). No lot number information provided by the customer. No associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) 5 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Risk management review: (identify hazard ID). A review of (B)(4) medical device hazard analysis (rev 08), identifies the hazard situation as "3.11 leakage from the female luer lock connection of the drainage system to the catheter and/or syringe." The risk level is considered moderate. Based on complaint of "leaking drain." This determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation. Without the device it is impossible to determine root cause of failure. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - customer reports - we had a system that was hooked up to an evd and was being used to instilled intrathecal tpa into the ventricles. The patient was given a total of 3 doses, the leaking was identified on the first dose administration. They did not report seeing any cracks to the stopcock and it was given through the stopcock proximal to the draw port. When they were giving a dose, they noticed that when pushing the tpa, the system was leaking from the underneath side of the stopcock closest to the patients head. No injuries.